Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) resulting in syncope. Surgical intervention was performed and the competitor right ventricular (rv) lead was capped. This device remains implanted and in service.